Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patients code, device codes remove (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the event. A third party service provider inspected the device and found the oxygen sensor to be faulty. To address the issue, the oxygen sensor was to be replaced.

Manufacturer narrative:
Updated. If information is provided in the future, a supplemental report will be issued.

Event description:
In addition, the service provider found that the exhaled tidal volume was not showing properly. They replaced the expiratory and inspiratory filters to resolve the issue. The ventilator was reported to be back in service

Event description:
It was reported that an 840 ventilator had a high oxygen percentage due to a faulty oxygen sensor. At this time, it is unknown if there was patient involvement. A third party service provider inspected the device and found the oxygen sensor to be faulty. To address the issue, the oxygen sensor needed to be replaced. Medtronic/covidien was not authorized to service the device.